Manufacturer narrative:
(B)(4). Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, it was reported that there was a question of ppm. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event was not confirmed. However, based on the information provided, it appears that the root cause of this event was due to patient and/or procedural related factors. The surgeon indicated that there was no device malfunction and the device did not cause or contribute to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic aortic valve was explanted after an implant duration of 5 years, 3 months due to host tissue/pannus growth. Another edwards bioprosthetic valve was implanted in replacement. Patient was discharged on pod #13. Per the surgeon, the valve did well for 2 years, then the patient began to have an increase in dyspnea on exertion (doe). The gradients slowly increased. There was question of patient prosthesis mismatch. The leaflets were opening well. At surgery, there was a rim of pannus creating increased gradients. The leaflets were ok. Annulus was heavily calcified. Excessive debridement was performed. The shape of annulus was regular-circular. Annular enlargement was performed. Hockey stick and pledgets were used. At the second implant, the valve was seated well and no pvl was noted. The surgeon also indicated that there was no device malfunction and the device did not cause or contribute to the event.